Event description:
Healthcare professional reported left side "capsular contracture baker grade IV" and left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, and deformation. The weight of the device was found to be within specification. Based on the device analysis the final assessment is no issues found related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade IV and rupture¿.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV" and left side rupture. Device has been explanted.